Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump turned off/shutdown when charging at 85%. Review of t:connect pump data indicated that the pump was inadvertently put into storage mode. The customer's blood glucose level was over 200 mg/dl and it was addressed with a manual injection. Tandem's technical support educated the customer on storage mode.